Event description:
It was reported that the 9800 system displayed a precharge voltage error and failed to boot up as the customer prepared for a case. The system was replaced with another c-arm to complete the case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replace the batteries and the charger as a precaution. The system operates as intended.